Manufacturer narrative:
Insulin pump passed all functional tests including the rewind, basic occlusion, occlusion, prime , excessive no delivery and displacement tests. Cracks to the case, battery tube threads and a scratched lcd window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarm for no delivery when it should have. The blood glucose reading was not given. Nothing further was reported.